Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2, a4: patient age and weight are not available. D1: gore was unable to confirm the specific device used in the case; therefore, the soft tissue patch will be designated for reporting purposes. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 cfr part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Gore received a potential complaint from a gore associate that may involve one of our gore-tex products. While watching a vlog by a public figure in the philippines (B)(6), it was noted that she described experience with a gore-tex product used in rhinoplasty procedures. She stated that her doctor removed the product due to redness and irritation around her nose. From the vlogger's description, the redness almost seems tied to changes in environment, and not a constant presence. It appears that the other main complaint is a feeling of "pressure." It mentions the cartilage could be the cause, and it¿s not 100% the mesh.

Manufacturer narrative:
Update h6: code d14 - a unique device identification number was not provided; therefore, the manufacturing date and/or production details cannot be determined. Neither clinical images enabling assessment of product performance nor the product itself were returned for evaluation, the investigation could not be performed.